Event description:
It was reported that during the procedure in the left anterior descending artery pre-dilatation was performed and a non-abbott stent was successfully deployed. Pre-dilatation was performed in the severely tortuous mid left circumflex artery. A 2.75 x18 zeta stent delivery system was advanced but could not cross the lesion; therefore, the stent delivery system was removed from the anatomy with reported resistance. A non-abbott 2.75x20 stent delivery system was successfully advanced to treat the target lesion. Successful angioplasty was performed in the mid left coronary artery. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the hypotube was separated.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the hypotube separation occurred during use outside of the patients anatomy when the device could not cross the lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the zeta stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and stent implant and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the balloon between the markers. There was a bend in the middle and proximal section of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and distal stent outer diameters were measured and met manufacturing criteria. The proximal and middle stent outer diameters were measured and found to be outside of the maximum specification; however, this is likely due to the stent being bent at these locations. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube shaft was separated 19.3 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and separated. There were multiple kinks noted to the sds. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The patient anatomy was heavily tortuous which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, as force was applied, the hypotube likely kinked, resulting in resistance during retraction of the sds. Further manipulation would have contributed to the hypotube ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or hypotube separations for this lot. There is no indication of a product quality deficiency.